Event description:
The patient reportedly had an infection at the implant site. The surgeon excised the infected skin, drained the fluid collection, debrided the wound bed, and closed the skin flap. The infectious tissue was noted near the implanted device. The patient was prescribed oral antibiotics (cefalexin) for a month. The patient's device was later explanted.